Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that they experienced high blood glucose level and sensor with inaccurate readings. Customer's blood glucose value was 400 mg/dl at the time of the incident which was treated with syringe. The high blood glucose was resolved by changing the complete set. The customer was assisted with troubleshooting for proper sensor calibration but declined troubleshooting for high reading. The sensor was returned for analysis.